Event description:
It was reported that the ilet displayed a ¿please charge ilet now¿ message while on the charging pad after a prolonged period of nonuse, and the charger would not charge the device, consistent with a charging problem associated with the battery charger; a replacement charger was arranged. Investigation of this case revealed a power source problem consistent with a charging malfunction localized to the battery charger component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user was advised that a replacement charger would be sent.